Event description:
Over-infusion. Two pumps were set to run the generic drug epinephrine eptifibatide at approx the same time on (B)(6) 2011. One pump set for a rate of 11 ml/hr and a volume to be delivered of 100 ml. The other pump was set for a rate of 12 ml/hr and a volume to be delivered of 100 ml. The facility does not know which serial number was set for which rate. The biomed is unsure of the pt's status. Both pumps returned for eval.

Manufacturer narrative:
The device eval is underway. A f/u report will be sent when the eval is complete.